Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an under infusion. There was patient involvement and no harm. Additional information received: customer states "the patient was receiving an infusion of chemotherapy (irinotecan) and pump alarmed infusion complete, but only half of the bag volume was infused. Pump settings checked again by two rns, drug verified by pharmacy for volume confirmation. Pump removed from patient room and reported to bio med. New pump brought to patient room and infusion restarted."

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: age at time of event, age unit, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported under infusion of irinotecan was not confirmed through a review of the device logs or reproduced during laboratory testing. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. The inspection process did not find any issues or anomalies with the suspect pump module that may have been a contributing factor for the occurrence of an under infusion event. All inspected parts were manufactured by bd. A review of the suspect pump module error log showed no error or malfunctions relevant to the customer¿s complaint. The pump module was powered on attached on 28 october 2025 at 11:00 am and was assigned channel a. The profile in use was identified as ¿outpatient clinics¿. At 11:06 am, channel was selected and programmed a basic infusion with a rate of 999ml/h and a volume to be infused (vtbi) of 20ml. The infusion was started and recorded a primary volume infused of 0ml. After a few seconds, pump module alarmed for ¿air in line¿ and infusion was restarted. Recording a pvi of 9.756ml. At 11:07 am, infusion completed keep vein open (kvo). Channel was selected and user modified rate to 573ml/h and vtbi to 280ml. The infusion was started and recorded a pvi of 20.025ml. At 11:37 am, infusion completed kvo. Channel was selected and user restored previous programmed infusion with a rate of 573ml/h and vtbi of 280ml. The infusion was started and recorded a pvi of 300.573ml at 11:39 am, channel was selected and user modified vtbi to 10ml. The infusion was started and recorded a pvi of 302.122ml. At 11:40 am, infusion completed kvo and silence key was pressed. Chanel was selected and user restored previous programmed infusion with a rate of 573ml/h and a vtbi of 10ml. Additionally, a delay for 5 minutes was programmed. At 11:45 am, channel was selected and a delay for 10 minutes was programmed. At 11:50 am, channel was selected and delay was cancelled. The infusion was started and recorded a pvi of 312.85ml. Immediately, channel was selected and a delay for 80 minutes was programmed. At 12:16 pm, pump module alarmed for ¿door open¿, silence key was pressed and alarmed for ¿check IV set¿ and channel was powered off. No more infusions were recorded on this date for the suspect pump module. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The incident administration set was not returned for this investigation; therefore, testing could not be performed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported under infusion of irinotecan was not identified. The returned devices were fully evaluated, and no anomalies were found during laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an under infusion. There was patient involvement and no harm. Additional information received: customer states "the patient was receiving an infusion of chemotherapy (irinotecan) and pump alarmed infusion complete, but only half of the bag volume was infused. Pump settings checked again by two rns, drug verified by pharmacy for volume confirmation. Pump removed from patient room and reported to bio med. New pump brought to patient room and infusion restarted."